Event description:
It was reported after cleaning that the handpiece had leaked an oily substance. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device leaking was duplicated. A sample was taken to be tested. Based on the investigation details, the likely cause was problems with the blade mount assembly.